Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that the system was unable to power on. The rse provided their analysis findings however unable to confirm the final disposition of the device because the customer refused quotation. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that allura system start up failed. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.